Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4) applies to the lead only, there was not allegation of malfunction related to the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's leads came out the night prior to the call because they were hooked on the patient's pants. The patient had an appointment scheduled with their healthcare provider (hcp) the day of the call. An additional call from the consumer indicated that the patient's ibs was appearing the day of the call, but the patient was able to control it. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.